Manufacturer narrative:
E1 - initial reporter address 1: (B)(6). B1: updated with product problem. Device evaluated by MFR: the carotid monorail was returned for analysis. A visual and tactile examination identified no issues with the catheter or delivery system. The device was returned with the stent fully mounted in the correct location on the device. No issues noted with the stent. This concludes the product analysis.

Event description:
It was reported that stent fractured occurred. The target lesion was located in the carotid artery. An 10.0-37 carotid wallstent self-expanding stent was advanced for treatment. During procedure, the stent was fractured during delivery to the lesion for deployment. The device was removed together with the catheter and no intervention was performed. The procedure was completed with another of the same device. There were no patient complications as a result of this event, and the patient condition following procedure was stable.

Event description:
It was reported that stent fractured occurred. The target lesion was located in the carotid artery. An 10.0-37 carotid wallstent self-expanding stent was advanced for treatment. During procedure, the stent was fractured during delivery to the lesion for deployment. The device was removed together with the catheter and no intervention was performed. The procedure was completed with another of the same device. There were no patient complications as a result of this event, and the patient condition following procedure was stable.